Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted contrast visible in the inflation lumen and on the hypotube, consistent with preparation. The balloon was loosely folded. A new indeflator was used in an attempt to pressurize the balloon when fluid was observed coming out of a longitudinal rupture in the balloon 1 mm proximal to the distal balloon marker for a length of 1.5 mm. There were no scratches found and it could not be determined if the longitudinal rupture was along a crease or fold in the balloon. The scanning electron microscopy (sem) analysis determined the balloon failure may possibly be related to exposure conditions or a material/processing discrepancy. Two radial leaks were located at a radial flap of peeled material in a fold. Balloon ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. Analysis noted a flap of torn balloon material under the balloon fold. Damage of this type can be the result of material processing or incorrect preparation for use. An attempt was made to obtain clarification from the account to see if the balloon was soaked prior to use; however it was only reported that the guide wire lumen was flushed and the device prepared according to the instructions for use (IFU). It is unknown however if the balloon was soaked per the IFU. It should be noted the rx trek IFU states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. It was reported the patient experienced a myocardial infarction with st elevation and pain, which was treated with medication. It was further reported that insertion of the trek catheter resulted in a total occlusion. Angina, myocardial infarctions, and occlusions are known adverse events as listed in the rx trek IFU. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported balloon rupture and noted balloon damage could not be determined. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of the proximal lesion, concentric, mildly calcified, de novo right coronary artery, the 2.5 x 15 mm trek dilatation balloon inflation was attempted but leaked and could not be used. The patient experienced a myocardial infarct with 4 mm st elevation and pain which was treated with medication and drugs. It was further reported that insertion of the balloon catheter resulted in a total occlusion, however, contrast could be seen distal to the balloon during multiple attempts to inflate the balloon. It was noted that the device issue created a prolonged/delay in the procedure. A second unspecified device was used in the procedure. There was no reported patient sequela. Though requested, there was no additional information provided. The patient was discharged on (B)(6) 2011. Though requested, there was no additional information provided.